Event description:
The facility's biomedical engineer reported an infusion pump with an 810:11 failure code. The biomed reported to baxter technical support that the pump was being cleaned when the failure was discovered. It is unknown whether or not the device was in use on a patient when the failure occurred. Although attempts were made to obtain additional information from the reporting facility, details were not available regarding patient status, medical intervention, patient injury, age of patient, medication involved, tubing product code or the set up of the infusion device. Additional contact information was not available.